Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a permanent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) describe event or problem - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and firmware errors were observed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.